Event description:
It was reported that stent damage occurred. The severely calcified target lesion was located in the mid right coronary artery. A 4.00 x 28 synergy drug eluting stent was advanced fro treatment. However, during withdrawal the middle part of the stent strut got damaged/broken. The procedure was completed with a different device. There were no complications reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: synergy ous mr 4.00 x 28 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the mid stent region were noted to be lifted from their crimped position and pulled in all directions. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous mid right coronary artery. A 4.00x28mm synergy drug-eluting stent was advanced to treat the lesion. However, the mid part of the stent was damaged. The procedure was completed with a non-bsc device. There were no complications reported.